Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into abdomen on (B)(6) 2020. During insertion, the patient started bleeding and the sensor patch became saturated. The sensor was removed; the patient continued to bleed for four hours. He went to the emergency department where he was evaluated, an international normalized ratio (inr) was performed because he is on warfarin, and pressure was applied to the insertion site for 20 minutes. The bleeding stopped, a bandage was applied, and the patient was discharged home. The patient subsequently developed a bruise at the insertion site. No additional patient or event information is available.